Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. This device is expected to be returned for analysis. There is no patient involvement at the time of this issue.